Event description:
It was reported that during a gastrectomy procedure, after it was locked on the tissue, the firing trigger could be grasped little and it could not complete the firing. When it was released, it was confirmed that few staples of the proximal part were formed. Another device was used to complete the case. There were no adverse consequences to the pt. The device was discarded.

Manufacturer narrative:
Date sent: 11/18/2008. Info is unavailable; device was not returned for eval.